Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customers they were found that there was no daily chart for the three days. Troubleshooting has been not performed no harm requiring medical intervention was reported. The customer will not be returned for analysis.

Manufacturer narrative:
Complaint summary: help line support team reported user is not able to see performed uploads on carelink personal application investigation/testing summary: an attempt was made to report the issue by generating reports for the provided user in carelink support application and confirmed that the issue was not reproducible. After conducting a thorough investigation, we have found that that the snapshots being received from the guardian connect application contained events with the year 1970. Which carelink personal is not designed to process causing the uploads to be missing. Mobile teams are to investigate the 1970 snapshot events. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the most likely root cause of the issue is uploaded snapshot data from guardian connect app containing events performed in the year 1970. Analysis summary: helpline confirmed no new reports of the issue have been received. Mobile app teams are conducting further investigation on this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.